Event description:
A customer contacted beckman coulter inc. (Bci) regarding a tbil result of 7.7mg/dl generated by the synchron lx I 725 clinical system for one patient. The result was questioned by the physician because the result from the night before was 18.7mg/dl. The sample was rerun and result was amended to 15.4mg/dl. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc was within the lab's established ranges. Bci chemistry development indicated a possible short sample. A clear root cause for this event has not been determined to date.